Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. Leaks in devices with high flow, such as arterial or venous cannulae, will most likely require an exchange of the device. This will require a temporary interruption of cpb. Since the patient¿s blood flow is dependent on cpb during this portion of the procedure the risk of injury is not remote. A definitive root cause could not be determined at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this cannula was observed to have a small hole which caused the blood to leak. The issue occurred while going on pump during surgery, then a hole was noted, when blood leaked. As reported, device was inspected before use. No surgical knife was close by, and no medical reason was found for this issue. Another cannula was used in replacement with no reported complications. No consequences for the patient.

Manufacturer narrative:
H3. Device evaluation: customer report of "small hole which caused the blood to leak" was confirmed. As received, a cut, approximately 1mm long, was found on the wire reinforced section of the cannula body. A leak test was performed and the cannula leaked from the cut. No other visual damage, contamination, or other abnormalities were found to the device. H10. Additional manufacturer narrative: updated sections d4 (expiration date), h3, h4, and h6. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. Manufacturing, supplier, design, IFU, and labeling defects were not confirmed. Trend is in control. Fmea analysis is not required. CAPA and pra action are not required. Root cause cannot be determined at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.